Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal. Customer's blood glucose was 166 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed during prime test due to cracked end cap. The insulin pump was received with minor scratched display window. Cracked battery tube threads and cracked reservoir tube lip.